Manufacturer narrative:
The calibration data and qc data were inconspicuous. The customer did not return material for investigation. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The sample was requested for investigation.

Event description:
The initial reporter complained of a (B)(6) result for 1 patient tested for elecsys hbsag confirmatory test (hbsag confirmatory) on a cobas e 801 module compared to the abbott architect method. The patient was (B)(6) for hbsag confirmatory (B)(6) on the e801 module; the neutralization test was (B)(6). The patient also had the following results at this time: (B)(6). These results were reported outside of the laboratory. The patient's physician contacted the customer and sent the patient's previous results from a different laboratory: (B)(6). Due to these previous results, the customer also ran the following tests: (B)(6). A new sample was obtained on (B)(6) 2019 and the results were the same as the results from the sample on (B)(6) 2019: the patient was (B)(6) for hbsag confirmatory (B)(6) on the e801 module; the neutralization test was (B)(6). The sample from (B)(6) 2019 was sent to another laboratory where the following results were obtained from the abbott architect method: (B)(6). The e801 module serial number was (B)(4).